Manufacturer narrative:
(B)(4) sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history. (B)(4)

Event description:
The patient has two leads from the same lot. Device 1 of 2 reference MFR report #: 1627487-2016-04157. It was reported the patient could no longer feel stimulation and experienced overstimulation at the ipg site when changing position. An impedance check revealed invalid impedances on one of the two leads. X-rays showed the right lead had a kink at the anchor site and the left lead was slightly pulled out of the ipg header. As a result, the patient will undergo surgical intervention.

Manufacturer narrative:
Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report #: 1627487-2017-04157. Follow-up revealed the ipg was explanted and replaced on (B)(6) 2016. The issue was resolved.